Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. E13066, e13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and endometrial polyp. Previously administered products included for an unreported indication: ortho tri-cyclen, iud, vitafol and mirena. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6)2017 to (B)(6)2017, medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6)2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), back pain ("lower back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy and dilatation and curettage). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved, the vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the well-placed essure was seen, with about 4 coils through the endometrial cavity. The same procedure was performed on the opposite side. Discrepancy noted as per pfs, essure confirmation test was not performed but in initial case it was reported as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6)2017: diagnosis: fallopian tubes with complete cross section. Gross description: received in formalin are 2 undesignated segments of tan-pink tubal tissue. One, with a length of 5.0 cm and diameter of 1.0 cm, is submitted in cassette 1. The other, with a length of 3.5 cm and diameter of 1.0 cm, is submitted in cassette 2.. Batch no: e13066 production date: 2015-06-24, expiration date: 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter information ,other relevant history added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. E13066, e13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and endometrial polyp. Previously administered products included for an unreported indication: ortho tri-cyclen, iud, vitafol and mirena. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from 10-may-2017 to 10-jul-2017, medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), back pain ("lower back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy and dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved, the vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the well-placed essure was seen, with about 4 coils through the endometrial cavity. The same procedure was performed on the opposite side. Discrepancy noted as per pfs, essure confirmation test was not performed but in initial case it was reported as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2017: diagnosis: fallopian tubes with complete cross section. Gross description: received in formalin are 2 undesignated segments of tan-pink tubal tissue. One, with a length of 5.0 cm and diameter of 1.0 cm, is submitted in cassette 1. The other, with a length of 3.5 cm and diameter of 1.0 cm, is submitted in cassette 2. Batch no: e13066, production date: 2015-06-24, expiration date: 2018-06-28; batch no: e13065, production date: 2015-06-22, expiration date: 2018-06-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in a 33-year-old female patient who had essure (batch no. E13066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: ortho tri-cyclen, iud, vitafol and mirena. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2017, medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("lower back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy / dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the well-placed essure was seen, with about 4 coils through the endometrial cavity. The same procedure was performed on the opposite side. Discrepancy noted as per pfs, essure confirmation test was not performed but in initial case it was reported as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2017: diagnosis: fallopian tubes with complete cross section. Gross description: received in formalin are 2 undesignated segments of tan-pink tubal tissue. One, with a length of 5.0 cm and diameter of 1.0 cm, is submitted in cassette 1. The other, with a length of 3.5 cm and diameter of 1.0 cm, is submitted in cassette 2.. Batch no: e13066 production date: 2015-06-24, expiration date: 2018-06-28 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-aug-2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. E13066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: ortho tri-cyclen, iud, vitafol and mirena. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("lower back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy / dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the well-placed essure was seen, with about 4 coils through the endometrial cavity. The same procedure was performed on the opposite side. Discrepancy noted as per pfs, essure confirmation test was not performed but in initial case it was reported as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2017: diagnosis: fallopian tubes with complete cross section. Gross description: received in formalin are 2 undesignated segments of tan-pink tubal tissue. One, with a length of 5.0 cm and diameter of 1.0 cm, is submitted in cassette 1. The other, with a length of 3.5 cm and diameter of 1.0 cm, is submitted in cassette 2. Batch no: e13066 production date: 2015-06-24, expiration date: 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, general abnormal bleeding, bladder problems, urinary tract disorder. Reporter information, events outcome were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in a (B)(6) year-old female patient who had essure (batch no. E13066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: ortho tri-cyclen, iud, vitafol and mirena. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) from (B)(6) 2017, medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("lower back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy / dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the well-placed essure was seen, with about 4 coils through the endometrial cavity. The same procedure was performed on the opposite side. Discrepancy noted as per pfs, essure confirmation test was not performed but in initial case it was reported as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2017: diagnosis: fallopian tubes with complete cross section. Gross description: received in formalin are 2 undesignated segments of tan-pink tubal tissue. One, with a length of 5.0 cm and diameter of 1.0 cm, is submitted in cassette 1. The other, with a length of 3.5 cm and diameter of 1.0 cm, is submitted in cassette 2. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received: lot number was added. New events lower back pain, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, mental anguish, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue and weight gain were added. The outcome of reported previously events "pelvic pain" was updated to recovering / resolving. Reporter information, patient demography, historical drug, medical history, lab data and concomitant drugs was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.